Event description:
This supplemental report intended to provide additional info regarding the outcome of the investigation for case #2953127-1998-00003. Oratec received the operative report from the physician. It states that a portion of the device (approx 3-4 cm) was left embeded in the extraspinous muscle layer. "The pt was informed about the retained catheter. Since the catheter was outside the spinal canal and the vertebral column, it was felt the risk of leaving the catheter was minimum and does not warrant subjecting the pt to the trauma of surgical extraction."